Event description:
Customer reported an IV line was leaking at the dark blue piece where it meets the silicone segment that is loaded into the pump; customer exposure: oncology. There was no pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer stated the product will be returned; however, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.